Manufacturer narrative:
The customer's meter was received for investigation. The meter did not power on during investigation. Contamination was observed on the battery contacts which caused a power interruption. The contamination was also present on the printed circuit board (pcb) which can cause the reported display issue. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields concomitant medical products and device evaluated by MFR have been updated.

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer complained that the display is almost blank. The batteries were changed, but that did not help. A display check was performed, it was noted that while looking straight down the customer could not see anything on the display, but when looking at a 70 degree angle, he was able to see the 3 eights on the screen but there were some missing segments. The customer stated that the display was okay last week and he started having issues this week. He has not tested on the meter since the display issue began, but was not sure if there were any misinterpreted results because it was not known if the segments went out gradually or all at once.